Event description:
Health professional reports during post procedure monitoring, act result 187 seconds (s) obtained on hemochron response system. Sheath not pulled due to elevated act. Two consecutive retests yielded act results in the 400-500s range on hemochron response system. Additional retest on a different hemochron response system yielded an act result of 141s. Sheath pulled successfully. No report of any adverse event, serious injury, or intervention.

Manufacturer narrative:
(B)(4). Customer reports satisfactory results with hemochron response instrument since single patient event. Customer returning act tubes for manufacturer evaluation / investigation. Manufacturer method, results, and conclusions - manufacturer evaluation / investigation pending product return from user facility.